Manufacturer narrative:
G1 manufacturer site zip code was reported incorrectly on the initial report that was submitted. Manufacturer site postal code was added. H10 this is one of three related reports. This report represents the purge cassette and other reports were submitted to represent the impella 5.5 and automated impella controller. Related report numbers were added.

Manufacturer narrative:
Purge pressure low: the cause of the purge pressure low issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during set up for implantation of an impella 5.5 a purge cassette not detected error occurred. The cassette was removed and replaced to resolve the error. When the error recurred the supporting automated impella controller was replaced to resolve the error. Later, the automated impella controller became stuck in priming mode. Both the controller and the cassette were replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Corrected: d4 (catalog). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.